Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a scheduled device upgrade procedure, intermittent capture was noted on the right atrial lead. The lead was replaced. No patient consequences reported as the result of lead issue. Patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.